Event description:
It was reported that during an attempted implant, the physician noted the threshold of the lead was not ideal. The physician elected to remove and replace the lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.